Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent embolization occurred. The patient had four bsc stents previously placed in the right coronary artery (rca), no issues with these stents were reported. Three months and 21 days later, the physician predilated the target lesion located in the posterior lateral with a 2.0x12 maverick coronary balloon. The 2.25x12mm taxus express 2 atom stent delivery system was advanced but prior to deployment the stent embolized between the mid and proximal rca. The physician reported that "the stent stripped off the device as it got hung up on one of the previously placed stents." Attempts to retrieve the stent with an 8 french non-bsc guide catheter were unsuccessful. The stent got lost within the other stents and the non-bsc guidewire became unraveled in the process. No other devices could be used. The patient went to surgery and the wire was cut at the orifice of the artery. The patient recovered in the hospital but has since been discharged and is doing fine. Additional information was requested but was not available.

Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.